Manufacturer narrative:
Additional information: b5, d1, d2 (product code, common device name), d3 (MFR name, street 1, MFR city, MFR region, postal code), d4 (model#, catalog #, expiration date, lot #, unique identifier (UDI) #), d8, g3, g4 (PMA / 510(k) #), h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a video gastroplasty, the stapler failed when stapling using the third and fourth load. The device did not fire. Another handle and reload were used to complete the case. There was no patient injury.

Event description:
According to the reporter, the stapler failed when stapling using the third and fourth load. The device did not fire. Another handle and reload were used to complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: gia80mtc, cartridge gia80mtc medthk tristp (lot#n3j2274uy); gia80mts, stapler gia80mts med thick tristp (lot#n4d2374ury). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.